Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the reported phenomenon which was caused by the failure of the main board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device for repair at the service department of olympus (B)(4), it was found that the endoscopic image was not displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc could not reviewed the manufacture history (DHR) of the subject device because more than fifteen years had passed since the subject device had been manufactured. Based on the reported information, omsc surmised that the reported phenomenon temporarily occurred which was attributed to the failure of the main circuit board due to the aging deterioration by long-term use, because over nineteen years had passed from the subject device had been installed. If additional information becomes available, this report will be supplemented.